Event description:
It was reported that low pacing lead impedance, decreased sensing and capture anomaly were observed. The lead was explanted. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.